Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ migration') and uterine perforation ('perforation: uterus/migration') in an adult female patient who had essure (ess205) (batch no. 508903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included grand multiparity and cyst removal. Concurrent conditions included pelvic adhesions and ovarian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("chronic"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), weight fluctuation ("weight gain/ weight loss") and pelvic adhesions ("pelvic adhesions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (tubal ligation, other). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the fallopian tube perforation, uterine perforation, bladder disorder, urinary tract disorder, hormone level abnormal, migraine, headache, weight fluctuation and pelvic adhesions outcome was unknown and the dysmenorrhoea, dyspareunia and pelvic pain had resolved. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hormone level abnormal, menorrhagia, migraine, pelvic adhesions, pelvic pain, urinary tract disorder, uterine perforation and weight fluctuation to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), chronic,menorrhagia (heavy menstrual bleeding), migration:, perforation: fallopian tubes, uterus, bladder problems, urinary probs, hair loss, hormonal changes, migraines, headaches, other, weight gain, weight loss. On the patient¿s left tube there were :2 coils and on the patient's right fallopian tube there were 3 coils noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received. Lot number was added. Reporters, concurrent conditions were added. Event pelvic adhesions added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/migration') and uterine perforation ('perforation: uterus/migration'). In an adult female patient who had essure (ess205) (batch no. 508903), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergone essure confirmation test". The patient's medical history included: grand multiparity and cyst removal. Concurrent conditions included: pelvic adhesions and ovarian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("chronic"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), weight fluctuation ("weight gain/weight loss") and pelvic adhesions ("pelvic adhesions"). And was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (tubal ligation/ essure removal). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the fallopian tube perforation, uterine perforation, bladder disorder, urinary tract disorder, hormone level abnormal, migraine, headache, weight fluctuation and pelvic adhesions outcome was unknown. And the dysmenorrhoea, dyspareunia and pelvic pain had resolved. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hormone level abnormal, menorrhagia, migraine, pelvic adhesions, pelvic pain, urinary tract disorder, uterine perforation and weight fluctuation to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), chronic,menorrhagia (heavy menstrual bleeding), migration perforation: fallopian tubes, uterus, bladder problems, urinary probs, hair loss, hormonal changes, migraines, headaches, other, weight gain, weight loss. On the patient¿s left tube, there were 2 coils. And on the patient's right fallopian tube, there were 3 coils noted. Lot number#: 508903, manufacturing date: 2005-10, expiration date: 2007-09, quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ migration') and uterine perforation ('perforation :uterus/migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("chronic"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and weight fluctuation ("weight gain/ weight loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (tubal ligation, other). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the fallopian tube perforation, uterine perforation, bladder disorder, urinary tract disorder, hormone level abnormal, migraine, headache and weight fluctuation outcome was unknown and the dysmenorrhoea, dyspareunia and pelvic pain had resolved. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation and weight fluctuation to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), chronic,menorrhagia (heavy menstrual bleeding), migration:, perforation: fallopian tubes, uterus, bladder problems, urinary probs, hair loss, hormonal changes, migraines, headaches, other, weight gain, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), chronic, menorrhagia (heavy menstrual bleeding),perforation: fallopian tubes/migration, perforation: fallopian tubes/ migration , bladder problems, urinary probs, hair loss, hormonal changes, migraines, headaches, other, weight gain weight loss were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.